Manufacturer narrative:
D3: corrected. D9: 12/26/2024. H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history found a high alarm acknowledged: cassette locked but not latched. Device was visually and functionally inspected and the customer reported problem was able to be verified. The cause of the issue is an inoperable latch lock flex. The latch lock flex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the 12 month period.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.